Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through the microintroducer is confirmed and was determined to be supplier related. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation showed some use residues throughout the returned guidewire. It was observed that the distal end of the guidewire was bent and kinked. A microscopic observation revealed the distal section of the returned guidewire to have misaligned coils throughout the distal section of the guidewire. The proximal tip of the guidewire had several misaligned coils. Both weld tips were present on the returned guidewire. Because misaligned coils were observed to be throughout the guidewire, the complaint of difficulty passing the guidewire through the microintroducer sheath is confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during puncture for the PICC catheter at PICC (B)(6) hospital, metal bulge was found at the tail end of the guide wire, making it difficult to perform puncture. Recently, multiple cases of similar adverse event have occurred at the hospital with the largest use amount of the product in the region. If it could not be addressed properly, discontinuation of the product will be caused. 2/12/2024 - during evaluation, the returned guidewire was found to have misaligned coils and kinks.